Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly due to damage to the usb port. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.